Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to is to include the additional event information received on 10-nov-2021 that has resulted in a correction to the suspect medical device previously reported in the initial medwatch report. This MDR submission will include a correction to section d (suspect medical device) of the initial medwatch report (3008114965-2021-00175). [Correction]: on 10-nov-2021, additional information was received indicating that due to a data entry error from the study site, the complaint coil originally reported in the initial medwatch report submitted on 07-may-2021 was incorrectly documented as a 3mm x 6cm galaxy g3 xsft coil (glx120306 / 30470347). The correct coil that was used but during positioning, the coil became protruded into the parent vessel is a 2mm x 4cm galaxy g3 xfsf (glx120204 / 30371925). Based on complaint information, the device was not available to be returned for analysis. A review of manufacturing documentation associated with this lot (30371925) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt. D.1: the corrected brand name is galaxy g3 xsft hel 2mm x 4cm. D.4: the corrected catalog is: glx120204. D.4: the corrected lot is: 30371925. D.4: the corrected expiration date is: 02-feb-2023. D.4: the corrected UDI is: (B)(4). H.4: the corrected device manufacture date is: 19-mar-2020.

Event description:
The event was reported via the sterling study, the (B)(6) female patient with a history of controlled hypertension, current smoker, and subarachnoid hemorrhage (sah) underwent endovascular coil embolization targeting a ruptured bifurcated right anterior communicating artery (acomm) aneurysm that was reported to be 9 mm in height, 6 mm dome, 9 mm diameter, 2 mm neck, and a derived dome-to-neck ration of 3 mm on 26 february 2021. The 3mm x 6cm galaxy g3 xsft coil (glx120306 / 30470347) was used but during positioning, the coil became protruded into the parent vessel. It was reported that there was no need for stenting as the physician confirmed that the coil was not implanted in the target aneurysm. There was no report of any patient consequence or adverse event.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding the patient¿s date of birth is not provided. Procode is krd/hcg. The phone and email address of the initial reporter are not available / reported. [Conclusion]: the event was reported via the sterling study, the (B)(6) female patient with a history of controlled hypertension, current smoker, and subarachnoid hemorrhage (sah) underwent endovascular coil embolization targeting a ruptured bifurcated right anterior communicating artery (acomm) aneurysm that was reported to be 9 mm in height, 6 mm dome, 9 mm diameter, 2 mm neck, and a derived dome-to-neck ration of 3 mm on (B)(6) 2021. The 3mm x 6cm galaxy g3 xsft coil (glx120306 / 30470347) was used but during positioning, the coil became protruded into the parent vessel. It was reported that there was no need for stenting as the physician confirmed that the coil was not implanted in the target aneurysm. There was no report of any patient consequence or adverse event. Based on complaint information, the device was not available to be returned for analysis. A review of manufacturing documentation associated with this lot (30470347) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Coil protrusion into the parent vessel is a known potential complication of coil embolization procedures. It was reported that the coil was not implanted and there was no need for stenting. Based on the information provided, it is not possible to determine the root cause of the coil protrusion. It is possible that circumstances of the procedure and / or device manipulation / interaction may have contributed to the reported failure. There was no report of any patient adverse event associated with the coil protrusion issue. No additional intervention was required; the coil was not used / implanted. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.